Manufacturer narrative:
H.6. Investigation: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'gel air bubbles' with the incident lot was observed. Additionally, one hundred and ninety (190) retention samples from bd inventory were evaluated by visual examination and the issue of 'gel air bubbles' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h.10.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br there was air bubbles in gel. This event occurred 44 times. The following information was provided by the initial reporter. The customer stated: we "received 44 tubes with bubbles in the gel."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0304660. Medical device lot #: 0304663. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br there was air bubbles in gel. This event occurred 44 times. The following information was provided by the initial reporter. The customer stated: we "received 44 tubes with bubbles in the gel."